Manufacturer narrative:
A sample was not received at the manufacturing site for evaluation, the condition of the product could not be verified. No lot number was identified with this complaint; therefore, a device history record review could not be conducted. A sample was not received at the manufacturing site and no lot information was available, therefore, the root cause for the customer complaint issue could not be determined. The manufacturer internal reference number is: (B)(4).

Event description:
A physician reported that an ophthalmic surgical blade was noticed to be dull. The procedure details were not reported. There was no patient harm. Additional information has been requested but none received.

Manufacturer narrative:
Investigation, including root cause analysis, is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: 2021-73392